Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The battery charger and the battery tray were replaced and the issue was resolved. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000175 enclosure charger and kit svc o2 bi71000163 tray asy 4 battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported  outside of a procedure that the battery level indicator was not holding. The batteries level indicator was falling down directly when the system started and was disconnected. The system would then go into standalone mode and the battery level falls from full battery to low in 3 minutes. The lowest battery light was blinking blue and red it would indicate that the chargers were down. No patient was present at the time of the event.

Manufacturer narrative:
H3: the battery tray was returned to the manufacturer for analysis. The battery tray was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The charger enclosure was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.